Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/14/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an ablation procedure for atypical atrial flutter with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atypical atrial flutter with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase, after a difficult puncture and prior to any ablation, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis per performed and yielded 550cc of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Cardiovascular medical history includes previous ablation for atrial fibrillation. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the patient had previous procedures and the septum was thickened and difficult to visualize. Transseptal puncture was performed with an unspecified needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator was set on power control mode with temperature cut-off of 43°c. Irrigated catheter flow was set on 2ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. International normalized ratio (inr) on uninterrupted coumadin was 2.3. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc equipment during the procedure.